Event description:
Urine culture and sensitivity was ordered and performed on a patient ill with multiple chronic illnesses. There was not any result on the emr nor indication, it was pending for two days. Associated with the hospital's aggressive bed turnover strategies, the patient was discharged. The culture result consistent with a urinary tract infection was deposited electronically and silently in the emr after the patient was discharged. It went unnoticed until the patient presented to the emergency ward with a clinical syndrome of sepsis, requiring hospitalization. We see these issues commonly with the silent deposition of digitized results in emrs. This facilitated neglect is the genesis of malpractice lawsuits. We see failed reconciliation between orders and the execution of said orders. We see failed communication with the physicians of the status of the orders, ie were they carried out, did the specimen arrive at the lab"? Etc. For certain tests, we see that the sole method of finding out the status of such test is to call the lab to where the specimen would have been sent. Emrs are ill designed for such safety and efficacy.